Event description:
The generator was received for analysis. Analysis is underway, but has not been completed to date.

Event description:
Monitoring of the device output signal showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current. The pulse generator diagnostics were as expected for the programmed parameters. The generator performed according to functional specifications. During the product analysis, there were no anomalies found with the pulse generator.

Event description:
Clinic notes were received stating that the vns patient was experiencing an increase in seizures a week prior to her office visit with her neurologist on (B)(6) 2014. The patient¿s device was tested during the visit and diagnostic results showed normal device function at the time. The neurologist increased the device¿s normal mode and magnet mode output currents during the visit. Additional information was received stating that the patient underwent prophylactic generator replacement surgery on (B)(6) 2014. Attempts for additional relevant information were made but have been unsuccessful to date.